Event description:
An omnipod clinical services manager (don seal) called to report that on (B)(6) the patient's blood glucose reached 20 mmol/l (360 mg/dl). She went to the hospital and was admitted for "mild" diabetic ketoacidosis per the healthcare professional. She stayed in the hospital for another 2 days and was discharged from the hospital on monday (B)(6).the device was discarded by the medical staff at the hospital.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.